Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested. Placeholder.

Event description:
It was reported that, on an unknown date, the insertion handle tip was broke. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis subject device was received for evaluation with complaint category broke. The distal tip of the returned forceps has sheared off and was not returned for evaluation. Device was evaluated, and the designs are adequate for their intended use and did not contribute to this complaint. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Event description:
It was reported that, on an unknown date, the termite forcep tip was broke.